Event description:
The aci asm reported the following information: "grip deployment was attempted. Balloon was inflated and device pulled back; balloon lost pressure and pulled through the sheath. No patient injury occured. Noother information given to me at this time."

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5 mm from the balloon proximal tip. The review of the lhr (lot f1412004) indicated that the mynx lot all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.